Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 27 may 2024, it was reported that on (B)(6) 2024, patient experienced that infusion set fell off during use. Also, mentioned that three infusion sets were affected .the infusion set was used for one day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). MDR 3003442380-2024-10189- device 2 of 3.